Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty drawer rail. A field service engineer, replaced slide rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system failed drawer. The customer stated that user unable to remove medication to patient. There were no adverse events or injuries reported based on this incident.